Manufacturer narrative:
Device passed sleep current measurement, active current measurement, self test and displacement test. No unexpected low battery alarm or battery power loss alarm noted during testing. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's husband reported via phone call that the insulin pump had replace alarm. Customer's blood glucose value was 150 mg/dl. Customer stated that this was the second occurrence of replace battery alarm. Customer was assisted with troubleshooting and after inserting new battery issue was resolved. The insulin pump will be return for analysis.